Event description:
It was reported that a tasp fractured while removing trial implants. There was no delay to the procedure. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Visual inspection of the returned device found it to exhibit signs of repeated use and the post feature has fractured off. All pieces were returned medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.